Event description:
The peak plasmablade was used for a pacemaker box change. The original pacemaker was a pre-pectoral implant and the operator wanted to put the new pacemaker in a sub-pectoral position. The peak plasmablade was used to help create the pocket for this. At the end of the procedure when the drape was removed, there was a large hematoma present.

Manufacturer narrative:
The peak plasmablade was used for a pacemaker box change. The original pacemaker was a pre-pectoral implant and the operator wanted to put the new pacemaker in a sub-pectoral position. The peak plasmablade was used to help create the pocket for this. At the end of the procedure when the drape was removed, there was a large hematoma present. The pocket was reopened and the operator reported that "there was no clear incisions in the muscle and that the muscle was like mush". She reported she couldn't rule out that this wasn't due to other medical reasons. Hematoma was removed and muscle was repaired. Pt left procedure with a pressure bandage. No further pt complication reported. This MDR is being filed for the pulsar generator. The facility will be returning the pulsar generator that was in use during the procedure. When additional info becomes available, a follow-up report will be filed. A separate MDR is being filed for the plasmablade device.